Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found a stripped screw in the brake block. The technician replaced the brake block and adjusted the casters to repair the bed.